Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was the bmi of the patient? Unknown. Based on the photographic evidence of the subject ple60a device, utilizing a green cartridge, unformed and non-deployed staples can be confirmed, however, the photographs do not provide evidence relative to what may have caused the issue.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was fired for sixth time using a green reload and buttressing material (all firings of device were with green reloads and buttressing material). When the device was removed from tissue, it was discovered that the staple lines formed as intended on the specimen side but the staple lines did not get good staple formation (were malformed) on patient side. There was no bleeding. The surgeon was able to fire another staple line along side the "malformed" stapleline with a new device and green reload. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: based on the photographic evidence of the subject ple60a device, utilizing a green cartridge, unformed and non-deployed staples can be confirmed, however, the photographs do not provide evidence relative to what may have caused the issue. Hands on analysis of the device and cartridge may provide the additional evidence needed to determine the cause of the complication. The hands-on analysis found that one ple60a device was received for analysis with one ecr60m cartridge loaded in the device fully fired. In addition, the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon firing the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The batch record was reviewed and no anomalies were noted during the manufacturing process.